Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that all of a sudden the stimulator comes on and all of a sudden the patient gets a shock. It was activating the bowel. It hit at 7:30 this morning and they did not make it to the bathroom. The patient stated they had just woke up and all of a sudden they could feel the jolt in the bicycle seat and it affected the bowel. The patient stated calling before to ask about changing the program but all it had done was increase the stimulation. The patient mentioned being at 2.0 on program 1. They came home on program 1 and it wasn't doing anything so they increased it to 2.1 but even when they came home it would let the patient know when they needed to go to the bathroom. The patient said when it notified them "it catches my breath because it is real strong." The patient said that when coming home in may they thought the body had to get use to it. They stated they had to replace the implant. The patient stated that in july they were in the hospital because the intestines twisted, it happened all of a sudden. They did a CT scan and said the interstim would not make a difference and it was never turned off. They stated the jolting started from the time of coming home from the implant. "It would notify me" the patient stated they have called and was told they may need to change the program. The patient stated they had the ins implanted for urinary and never had a problemwith the bowel. They said that they were just coming out of the bathroom and all of sudden at 12:30 today it was intense in the bicycle seat and they tried to get into the bathroom but couldn't make it. The patient stated they had given back the old programmer and got a new one. They also stated that their doctor had been in contact with them due to their concern. They said their urinary symptoms were not better and they were back to wearing depends, due to the all of a sudden having to go. Patient services (pss) reviewed it would not be normal to feel a jolt or shock. Pss redirected them to their healthcare provider (hcp) or manufacturing representative (rep). They were requesting to change programs. They changed to program 2 and increased to 1.4 and was feeling it comfortable in the bicycle seat. The patient will discuss with their hcp on tuesday when the doctor is on office.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.